Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac compass has invalid data on the implantable pulse generator (ipg). It was also reported that undersensing and oversensing were noted on the right ventricular (rv) lead and oversensing was noted on the right atrial (ra) lead. The ipg and both leads remain in use. No patient complications have been reported as a result of this event.